Event description:
It was reported that the patient had an inappropriate shock due to myopotential noise and t-wave oversensing via a change in the intrinsic morphology. A treadmill test was performed and the oversensing could be reproduced. The clinic has now reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.